Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not apply t-wave oversensing (twos) discrimination and the patient received inappropriate therapy. The device could not differentiate the morphology of r and t waves. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).